Event description:
A malfunction was reported on the customer's pump. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate pump for insulin therapy.